Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that far field r-wave (ffrw) was observed in atrial pacing mode. The device was reprogrammed and no additional ffrw was seen with adjusted settings. The lead remains in use. No patient complications have been reported as a result of this event.